Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. P-cap locked in place properly during testing. Pump passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test. Self test failed. Pump error 63 was noted during testing. Unit was successfully downloaded using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using the detail trace, pump error 63 (variable =3, file=37 line=367) alarm was recorded twice confirmed on 04/05/2024 starting at 18:03:59 to 18:09:14. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by hardware issue with the ambient light test failure. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. Problem isolated to electronic assemblies. Force sensor zero offset within spec (22.9 mv). The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (stained and faded) and end cap address label missing. In conclusion, customer concern for critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm was not confirmed. Pump error 63 was confirmed triggered by hardware issue. Problem isolated to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.